Event description:
Boston scientific crm received information that during a revision procedure on 11/17/06, the 4087/265277 right ventricular lead was attempted as a replacment lead. However, the procedure was stopped due to complications involving mediastinal bleeding and a pneumothorax. The 4087/265277 lead was removed along with the 1296 device and 4086/236027 atrial lead without any replacement. A new pacing system was implanted in another procedure on 11/20/06. Following this procedure, a perforation occurred with the 4087/263827 right ventricular lead. The 4087/263827 lead was successfully repositioned in a revision procedure on 11/24/06. The patient experienced extended hospitalization as a result of these events.